Manufacturer narrative:
Product evaluation: service and repair could not verify customer¿s complaint of excessive heat; the handpiece would not run, the motor was seized and cable failed earth resistance test. Disassembled housing and found the seals, bearings and motor were corroded due to dried saline. Replaced the seals, bearings, motor and cable. The handpiece was repaired, cleaned, tested and passed to manufacturing specifications.

Event description:
It was reported that the device was "running hot." There was no patient impact.